Manufacturer narrative:
(B)(4), per exemption number e2017013. Initial MDR number from the 3500 a form was noted in error as being 3005529799-2017-00167 - should be 3005529799-2017-00166 and it was corrected in this follow-up form.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone and provided instructions to remove the pre-filter wheel and turn on the pump, allow it to run for about 5 minutes, and then clean the area and put on a new pre-filter. The fse instructed the customer to perform a drain flush, then run calibrators for verification. The customer ran calibrators and quality controls, which recovered within specifications. No further action was required. The g8 instrument was performing within specifications after completing the repair. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-oct-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 5, maintenance procedures, section 5.7 provides step-by-step instructions for filter replacement. Chapter 6, troubleshooting, states the following: 131 column count over the column count indicates the column life has been reached. A message will be displayed only if the alarm is set. Change column at 2500 injections. The most probable cause of the reported issue was due to a defective pre-filter.

Event description:
On (B)(6) 2017 a customer reported out of range high quality controls with missing peaks for hemoglobin a1c (hba1c) on the g8 instrument. The reported that the column count was at 4900 injections (maximum recommended 2500 injections). The customer reported that patient samples were within normal range; however service was requested in order to address the issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.